Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, 4 days postoperatively of wound suturing, the patient complained of skin itching, discomfort, and pain at the wound. Observation revealed that the suture was poorly absorbed, and redness swelling and suppuration were observed at the site where the suture passed through. The patient felt pain when it was pressed. The unabsorbed suture was cut open, and the wound was disinfected, pus was drained, and dressings were changed every day. Oral antibiotics and antihistamines were given for symptomatic supportive treatment. After treatment, the adverse reaction symptom gradually improved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.